Manufacturer narrative:
Device is a combination product. Used 01-dec-2018 as event date as there was no date provided.

Event description:
It was reported that shaft break occured. During preparation of a 38 x 4.00mm promus elite stent, it was noted that hypotube was cracked by accident. The procedure was completed with the non-bsc device. No patient complications were reported and the patient's status was stable.